Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the springs on the articular surface trial broke off while removing following implantation of final components. Upon further inspection, it was noted that the spring on the other trial was damaged as well. All pieces retrieved.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.